Manufacturer narrative:
(B)(4)

Event description:
It was reported that externalized conductors was noted on the rv lead. The physician attempted to remove the rv lead but could not entirely remove it. New rv lead was implanted, and the patient was stable post operatively.